Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse observed that the diff/retic waste chamber (vc26) was not draining and was overflowing. He found that a high pressure port on vc26 was clogged; therefore, he cleaned the ports on vc26 and replaced tubing through valve (vl53a) to resolve the issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 30ml on a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.